Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 11 years. Through follow-up with the health-care provider, it was learned that the valve was removed due to pannus growth. Unfortunately, no other details were provided.

Manufacturer narrative:
(B)(4). Degenerated and torn leaflet. Based on our follow-up, per the operative report, the previously placed valve was noted to be degenerated and senescent with calcification and torn leaflet. The valve was excised and the annulus debrided. The valve sutures were placed using interrupted horizontal mattress sutures of 2-0 ethibond, with pledgets on the ventricular side. These were then passed through the sewing ring of a 21 mm edwards magna ease bovine pericardial bioprosthesis. In performing this, it was recognized that a small ventricular septal defect had been created in the membranous portion of the septum and this was closed with additional 2-0 ethibond pledgeted suture. Following this the valve was seated and sutures were tied. Examination with transesophageal echocardiogram revealed normally functioning bioprosthesis and good ventricular function. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). In this case, the valve was noted to be degenerated and senescent with calcification and torn leaflet. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Manufacturer narrative:
(B)(4) pannus growth. (B)(4) device not returned. Additional manufacturer narrative: due to patient privacy regulations, the health-care provider was not able to release any additional information (e.g. Operative report, discharge summary). Unfortunately, the valve was also not returned for analysis; therefore, the root cause of the reported pannus growth could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.